Event description:
The tip of the chest tube component from the fuhrman pleural pneumopericardial drainage set fell off and could not be reconnected after insertion. The piece did not appear to be heat sealed.